Event description:
Reference number (B)(4). It was reported that patient faced infusion set leakage event on (B)(6) 2026.the infusion set tubing broke and disconnected from cannula.the blood glucose level was high with early signs of ketoacidosis seen. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.